Event description:
It was reported that during an angioplasty the tip of the guide wire separated in the vessel. The interventionalist was unaware that the guide wire tip separated. During a planned surgery, the cardiac surgeon found the guide wire tip, and the tip was removed during this procedure. The pt is doing fine with no effects being reported. No additional info was available.